Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at t11 and t12. During the procedure, it was noted that a small amount of cement extravasated and was believed to be lateral to the vertebral body. According to the report, the patient was asymptomatic and the cement was stored and mixed according to instructions. The procedure was completed successfully and no other complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.